Manufacturer narrative:
This supplemental report is being submitted to report the withdrawal of MFR report #8010047-2020-04009 and correct the initial report submitted on july 9, 2020. As a result of the investigation, olympus medical systems corp. (Omsc) concluded that this complaint was not reportable event.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation.the exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the installation and the check of the subject device at the facility, it was found that the subject device gave error e202 which indicated the subject device had broken down. There was no report of patient injury associated with this event.